Manufacturer narrative:
(B)(4). Investigation on-site by our field service engineer revealed that one of the fuses was stuck in the mains inlet. Because the fuse broke in pieces, the mains block was replaced and new fuses were inserted. The compressor was returned to service after successful function test and a safety check. The broken fuse and the mains block have not been investigated but earlier investigations of similar complaints have determined that the cause of a damaged fuse could be one or a combination of the following causes: electrical transients (voltage and/or current spikes) in the mains power. Bad electrical connection between the fuse and the fuse holder, e.g. Due to vibration in the system. Chemicals used from cleaning the device (by spraying) causing corrosion and as second effect bad connection. Dust in the environment if deposited on the fuse holder, which will insulate an increase the temperature around the fuse and effect the contact between fuse and fuse holder. Which of the above caused the fuse to blow has not been determined.

Event description:
It was reported that the compressor stopped functioning. (B)(4).